Event description:
It was reported that stent thrombosis and cardiac arrest occurred and the patient died. The patient presented coronary artery disease. The lesion was 90% stenosed, mildly calcified, and moderately tortuous. The first target lesion was located in left anterior descending artery. Following pre-dilatation with a 2.00mm x 15mm maverick balloon catheter, a 32 x 3.00 promus premier stent was implanted in the lesion. Post-dilatation was performed with a 15mm x 3.50mm nc quantum apex balloon catheter. The second target lesion was located in the right coronary artery (rca) and was pre-dilatated with a 2.50mm x 12mm maverick balloon catheter. A 38 x 3.50 promus premier stent was then deployed and the proximal optimization technique was performed using a 12mm x 4.00mm nc quantum apex. The procedure was completed and the patient was transferred to the coronary/cardiac care unit (ccu) after the case. On the following day, the patient experienced chest pain and shortness of breath. It was noted that the patient had stent thrombosis. The patient expired in the ccu. The official cause of death was cardiac arrest.